Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
While transecting the duodenum during a gastrointestinal procedure, the device stopped firing midway. The operator used another stapler to transect the duodenum completely.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired to the one cm cut line. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally the reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.